Event description:
Allergan natrelle saline implants. CT and MRI show right valve in chest wall and subpectoral muscle. Unable to breathe. Pt could get no relief from any doctors of ER staff visits. On (B)(6) she paid out of pocket to have both implants removed at a cost of (B)(6). Pt can now breathe. Mold is in right implant and small air bubble in left implant. These implants are making women die and sick. They need to be removed and women need to be taken care of. Doctors, FDA, pharma all of you need to quit lying to all of us. We know that implants are literally making us sick with over 40 chemicals and toxins in them. Breast implant illness is real! Several complaints over last 3 years with doctors. Put on meds, anxiety rx and nothing worked. (B)(6) doctors and (B)(6) billed in testing to find nothing! The whole time none of them asked about implants. I have breast illness.